Event description:
Procedure type: unknown. According to the reporter: the surgeon stated that the cartridges were stuck and didn't fire. It was not easy to reopen the jaws of the instrument so there was trauma to the tissue. There was no bleeding in excess of 250cc due to this problem, nor was the surgical time extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).